Event description:
Reportedly, after the trocar was inserted and latch was being closed, it was confirmed a cramp pinof the latch came off. The cramp pin dropped into the pt's cavity and was retrieved with no problem. Procedure: oophrocystectomy.